Manufacturer narrative:
Corrected: d1, d4 (serial). Ppae ( major bleed) : the root cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
A 72 year old male patient with known coronary artery disease presented with myocardial infarction and ventricular tachycardia. He presented with occluded left anterior descending artery and right coronary artery and an impella cp was placed before the revascularization. Systemic anticoagulation was stopped due to a suspected gastrointernal bleeding. The patient was successfully weaned from support two days after impella placement. Major bleed is reported on the impella cp pump but given the patient status other factors might have contributed to the mentioned gastrointestinal bleedings.